Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03935, 0001825034-2020-03937, 0001825034-2020-03963, and 0001825034-2020-03964. Medical devices: vgxp xp e1 tib brg rm 11x63 catalog#: 195844 lot#: 641580; vgxp xp inlk pri tib tray 67mm catalog#: 195753 lot#: 206970; vgxp xp e1 tib brg rl 9x63 catalog#: 195772 lot#: 852680; series a pat std 31 3 peg catalog#: 184764 lot#: 236110. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing pain approximately five years after implantation. No revision procedure has been reported. Attempts have been made and no further information has been provided.